Manufacturer narrative:
The "date of this report" provided in the initial report was incorrect. The correct date has been provided in this report.

Manufacturer narrative:
The insulin pump had intermittent button response from the escape button due to an unlocked keypad connector. No damage was noted to the keypad traces. The functional testing could not be completed due to the unresponsive keypad. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a missing end cap sticker and stained address and serial number label.

Event description:
The device was returned for analysis and failed due to unresponsive buttons.